Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device was alarming that the device cannot start up pump¿ was replicated through functional and accuracy testing. The probable cause was the downstream occlusion (dso) pressure was out of specification. Further investigation found that the dso seal was cracked. The dso seal was replaced and performed dso and upstream occlusion calibration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device was alarming that the device cannot start up pump¿; during device evaluation it was found the downstream occlusion seal was cracked. There was no reported patient involvement.